Manufacturer narrative:
The insulin pump was received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm and no frozen display during testing noted. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced button error and frozen screen. The customer's blood glucose value was 213 mg/dl. The customer reverted to manual injections. The product was returned for analysis.